Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported. The investigation determined the reported recurrent tr appears to be a cascading effect of the tissue injury. The tissue injury appears to be related to procedural condition. Tr and tissue injury are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional invention was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. One xtw clip was implanted, reducing tr to a grade of 1. On (B)(6) 2024, three days post procedure, echocardiography showed tr returned to a grade of 3. On (B)(6) 2024, the following day, echocardiography showed there was a puncture to the anterior leaflet.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.